Manufacturer narrative:
This product is not marketed in the us. Device problem code: (B)(4) off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -17.50 diopter, implantable collamer lens was implanted and removed from the patient's right eye (od) on (B)(6) 2021. The lens tore/broke during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. A same length replacement lens was implanted on (B)(6) 2021 and this resolved the problem. Cause of the event is reported as unknown.